Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 276 mg/dl. The customer felt pain and shortness of breath. The customer was treated for their blood glucose with IV fluids and morphine for pain. It was unknown if the customer was wearing their insulin pump during their hospitalization. The customer did not troubleshoot and did not send the product back for analysis.